Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their blood glucose had been really high on the day of the call. The customer¿s blood glucose level was 504 mg/dl at the time of the incident. The insulin pump was uploaded and it was discovered that the customer's history and time were not being recorded correctly. The customer was receiving their basals at the incorrect time although the pump clock was correct. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was programmed the date/time and with multiple bolus wizard deliveries and monitored. All bolus delivered completely with their indicated amount and were properly recorded in the bolus history screen with the correct time and date setting noted. No time/clock anomaly noted. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and cracked belt clip slot.